Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an under delivery and customer experienced high blood glucose level. The customer reported that the customer had high blood glucose level ranged from 12.7 mmol/l to 24 mmol/l. Customer reported that they treated high blood glucose with manual injections. The customer reported that the insulin pump was under delivering insulin pump due to the customer experiencing high blood glucose levels. Troubleshooting was not completed during the call. The insulin pump will not return for the analysis.